Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to communicate with his ipg using external devices. The patient stated he recharged his ipg every couple of months. It is unknown when the patient lost stimulation. An sjm representative met with the patient and confirmed the ipg was inoperable. Surgical intervention may be pending to address the issue.